Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue through review of the software logs, but was unable to duplicate it. The investigation found there was a bad connection in battery terminal 1 and corrosion on the battery contacts. The battery contacts and pins were replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report their device unexpectedly shut down. This issue is patient related; however there was no adverse event reported.